Event description:
A healthcare worker complained of tingling sensation and skin discoloration on the hand upon removal of load from a completed cycle. The worker went to the ER and was given an unspecified ointment.

Manufacturer narrative:
.